Manufacturer narrative:
(B)(6). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the device was unformed. It was unformed at the distal part as 1 cm and the knife could not be advanced. The smooth formation did not occur on the region where the closure happened. The operation was changed to open procedure and the formation problem was seen by the physician¿s observation. The unformed and open areas were repaired with suture after passing through open surgery. The test was done and there was no problem. All the resected lines were sutured, therefore the nutritional status of the patient was unclear, and for this reason the patient will be staying in the hospital for 5 more days. The surgical time was extended to 1 hour and 30 minutes because of the product issue. There was a 1 unit of blood given to the patient due to blood loss.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.